Manufacturer narrative:
(B)(4). B5 describe event or problem correction to the following statement in the initial MDR, "the reported glucose values fall within the a zone of the parkes error grid."

Event description:
There was not a complete set of reported glucose values available to search within the parkes error grid calculator when the patient was verbally unresponsive. The reported glucose values fall within the a zone of the parkes error grid when ems arrived.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. According to the patient¿s spouse, was attempting to communicate with the patient, but she was verbally unresponsive to his questions. Her cgm reading was 76 mg/dl at this time. No bg meter reading was reported. Approximately, 10 minutes later, the patient¿s cgm dropped to 42 mg/dl. Emergency medical services (ems) was called. While waiting for ems, the patient¿s husband treated the patient with (2) glucose tablets and coke. Once ems arrived, the patient¿s bg meter reading was 42 mg/dl while the cgm was still reading 42 mg/dl. There was no medication or treatment provided to the patient by ems. There was no documentation that the patient was taken to the ER. After a few hours, the patient stabilized and ¿returned to normal responsiveness¿. The patient was ¿fine¿ at the time of report. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the a zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.